Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter and the evaluation of the sample submitted. The information provided indicated that the pumps infused too quickly. No additional information was provided, although requested. We received two sealed devices from lot no. 722181 and one sealed device of lot no. 772092. The actual devices were not returned for evaluation. All pumps were refilled with normal saline solution to the nominal fill volume of 270ml, and a flow accuracy test was performed. The flow rates were within specification. The device history record was reviewed for both lot numbers, and all manufacturing operations were found to be within specification. A review of both lot histories found no other fast flow complaints. In addition, retain samples from lot 722181 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 270ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within specification. Product complaint is not confirmed. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that three pumps infused in 24 hours instead of 48 hours.